Event description:
It was reported by the patient's parents that the patient was taken from home to the local emergency department because the she was "making strange noises while she slept" on (B)(6) 2015. On (B)(6) 2015, the patient was admitted and reported to be alert and oriented. The patient had a head computed tomography (CT) done that showed an intraparenchymal hemorrhage. The current condition of the patient is not reported. There is no additional information.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Implantation of a ventricular assist device is an invasive procedure. These surgical procedures are associated with numerous risks. All vad patients face risks including, but not limited to: stroke. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Device not returned.

Manufacturer narrative:
Additional information received reported that the patient is doing well with plans to reactivate for transplant. This patient's supra-therapeutic inr prior to the event is an identified clinical factor potentially contributing to the cerebral hemorrhage. The instructions for use (IFU) addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines with a warning to maintain anticoagulation within the recommended inr range of 2.0-3.0. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.